Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hypoglycemic event. The patient's mother stated that shortly after the dexcom sensor had failed, the patient had a hypoglycemic event. She noticed the patient was unwell and was squiggly, so she performed a finger stick and stated the patient was hypoglycemic. She gave the patient a jelly baby and the patient was fine. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.